Event description:
It was reported the spring wire guide was found kinked during use on the patient. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4) the report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked towards the proximal end. Despite the damage, the returned guide wire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was found kinked during use on the patient. The patient's condition is reported as fine.